Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative stating the patient was calm and had no tremor prior to interrogating. The hcp was convinced the device turned off during interrogation and not prior because patient came in calm and controlled. The hcp reported she did not thinks he accidently hit the red button to stop therapy and said she did not report seeing a warning screen. Refer to pe (B)(4) for information related to another patient who had an issue with the same (B)(4) used by the same hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator for the treatment of movement disorders. It was reported the healthcare professional had an issue with a patient during a programming session. The caller stated the hcp talked to the patient for about 45 minutes prior to interrogating. When she attempted to use the clinician programmer to interrogate the device, the patient reported he started suddenly feeling tightness and tremor coming back. The clinician programmer showed the stimulator was off. It was reported the touch screen was defective and the rep had the hcp try to recalibrate the screen on the clinician programmer prior to the call. The clinician programmer was replaced. No further complications were reported or anticipated.